Manufacturer narrative:
A ge service rep performed an onsite investigation. The cine hard drive was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the workstation crashed when attempting to run stored cine exams and there was a loss of cine function. There was no pt injury or death reported.